Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to discomfort at the implant site. The physician noted an infection and the ICD and associated right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The explanted products were not planned to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The lead was subsequently returned. No laboratory testing was performed, as infection related allegations cannot be confirmed by laboratory analysis.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to discomfort at the implant site. The physician noted an infection and the ICD and associated right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The explanted products were not planned to be returned.